Manufacturer narrative:
D10 concomitant products: gia6038l, gia6038l gia 60-3.8sgl use loadingunit, gia6038s, gia6038s gia 60-3.8sgl use reload stap, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a distal ileum resection, the open linear cutting stapler with blue reloads experienced firing issues, s pecifically a failure on the first reload, which required device replacement during the procedure. Two reloads were used due to the initial failure, and the complete stapler was replaced with another stapler to complete the procedure. No patient complications have been reported as a result of this event.